Event description:
Arjo received a customer complaint indicating that a resident was getting up from a chair using a sara plus lift and the device moved to the left side. The resident hit her elbow when she let go of the device. No medical intervention was required. It was pointed out that a sling was not being used at time of event.

Manufacturer narrative:
An arjo technician checked the device and did not find an issue, but noticed that when brakes are applied the wheel (castor) swivels. Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
Arjo became aware of a complaint indicating that the resident who was using the sara plus lift to get up from a chair, was not supported by the sling, and when the device moved to the left, the resident hit her elbow as she let go the device. The resident sustained bruising. The caregiver blocked the wheel with their foot to stop the hoist moving further and preventing the resident¿s fall. No more information regarding injury outcome was received, there was no indication of a serious injury sustained. It was indicated that the event took place in the room with a polished laminate floor. The sara plus lift and sling work together as a system. The sara plus lift is intended to be used with the arjo active sling to assist in the transfer and rehabilitation of residents with reduced mobility. The sling is designed to support the resident during lifting procedures. The correct type and size of sling should be used after proper assessment of each resident's size, condition, and type of lifting. Before lifting process the caregiver is obliged to apply the sling above the resident's waistline. The sling belt should be fastened around the resident's body, and the resident's arms should be placed outside the sling. The sara plus lift was inspected by an arjo representative who visited the customer and found the lift in a good working condition. All functions were working as per manufacturer¿s specifications. The device evaluation performed by the arjo technician did not reveal any casters or brakes malfunction. The technician could not get the brakes to fail, but could move the lift with the locked wheels pivoting the casters on the spot (the caster is attached to the lift with pivot, breaks are part of the casters and are designed to block the wheel). All wheels were turning as they should and all brakes were working. Nevertheless, the casters were replaced as a precautionary measures. The sara plus instruction for use includes important information concerning the device usage: "the sara plus is intended to be used with specifically designed arjo slings" "before every procedure starts, the caregiver should always: (¿) have the correct size and type of sling ready." "Note: the patient should be supported by the sling". When the person is lifted with sara plus supporting by a sling and when the labelling is followed, it is unlikely that an adverse event occurs even if the caster swivels on its pivot. However, the IFU was not followed and the sling was not used to support the resident during transfer. This fact may have contributed to a situation in which the resident felt uncomfortable when the lift moved and therefore, the person let go of the device. To sum up, the sara plus device was being used for resident¿s transfer when the event occurred and in that way contributed to the event. The lift and the sling work together as a system. However, the sara plus lift was used without sling at the time of the event and from that perspective it failed to meet its performance specification. The device was tested by arjo service technician and no malfunction was found. The complaint decided to be reportable in abundance of caution as sequence of events reported might contribute to the patient's fall.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.